Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on july 28, 2007 (received at 3:51 pm-pacific time), alleging, the one touch ultramini meter was prompting an apply sample message. This complaint was classified based on the customer care advocate (cca) documentation, as the medial affairs specialist was unable to contact the patient. The patient reported the meter issue began prior to the event date, between 2:30 to 3:00 p.m (central time zone). The patient took her usual dose of diabetes medications and reported that she felt shaky and tired after doing so. She denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to known when the symptoms began, if the patient treated for the symptoms, the time it took for her symptoms to improve, and her medication regimen. This complaint is reported, although the issue was resolved with training, the patient alleged she was unable to test, she took her medication and subsequently reported symptoms suggestive of low blood glucose. Replacement products have been sent.